Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the forceps elevator wire had foreign material on it, however, the specific material could not be identified and the cause could not be specified. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the light lens adhesive was peeled off. The bending angle was lacking due to stretching of the angle wire. The insertion tube had wrinkling and had scratches. The rubber adhesive was cloudy, and cracking. The grip was scraped and had sharp edges. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the forceps elevator wire of the subject device was cut. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the forceps elevator wire was cut. In addition, foreign material was observed in the forceps elevator wire. This report is being submitted for the foreign material found by service during the device evaluation.